Event description:
The myosure foot pedal initially stopped working. We switched the foot pedal out, and it also didn't work. We then restarted the myosure, unplugged it from the wall and also unplugged the myosure handpiece. The machine then came back on and seemed to be working. Then myosure device started to glitch mid procedure, the doctor had to push harder on the foot pedal than normal, and the machine would require her to push the foot pedal in more often than normal. Doctor reported able to complete what was needed. Offered another myosure device, but she declined. Switched to novasure and was able to complete the procedure. No direct impact to the patient per doctor. Supervisor contacted, biomed contacted and hologic rep. Arrangements made for unit to be sequestered and a loaner was brought in.